Event description:
Drive devilbiss healthcare was notified of an incident involving a raised toilet seat by the provider who stated that the device would not "stay in place", causing the end user to fall and fracture a vertebra. Drive devilbiss healthcare did not receive details regarding the medical treatment that was required. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.